Event description:
Patient sample ran on suspect analyzer, lactate=6.1 mmol/l. Repeated sample and 2.9 mmol/l. Ran on different analyzer lactate 1.0 mmol/l. Account reported out 1.0 mmol/l for patient. Again account ran patient sample on suspect analyzer lactate 0.3 mmol/l, repeated sample, 1.2 mmol/l. Ran sample on different analyzer, lactate=0.4 mmol/l. Account reported out <0.5 mmol/l. Account has several incidents of this occurring.